Event description:
Essure procedure was done (B)(6) 2012. A hsg test was performed in (B)(6) 2012. Pt subsequently called to report that she thought she was pregnant and was having pain symptoms and she was advised to go to emergency room. On (B)(6) 2013, pt presented to physician complaining of pain and her doctor immediately admitted her to the hospital. An ectopic pregnancy was confirmed. The physician performed a mini laparotomy and a bilateral salpingectomy to end the ectopic pregnancy, removed the devices and re-sterilized the pt.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.